Event description:
It was reported that red foreign matter was found in the bd insyte¿ vialon e IV catheter packaging. The following information was provided by the initial reporter, translated from japanese: "the customer reported that a red fm was found in the package before use."

Manufacturer narrative:
Investigation summary our quality engineer inspected the 5 photos and 1 used sample submitted for evaluation. The reported issue of foreign matter (fm) was confirmed upon inspection and testing of the sample and photos. Analysis of the sample and photos showed that there were many specs of black embedded fm in the needle cover as well as one red fm particulate in the unit package at the needle cover. The fm particulate were brought in for analysis to determine their composition and the ftir analysis determined the fm was most likely polydimethylsiloxane. A review of our manufacturing process was performed, but no sources for polydimethylsiloxane were identified. There is a possibility the source of the fm could be from resin from our supplier; however, this cannot be confirmed. Bd can confirm this failure mode was a result of our manufacturing process, but an exact manufacturing related root cause of the failure mode could not be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that red foreign matter was found in the bd insyte¿ vialon e IV catheter packaging. The following information was provided by the initial reporter, translated from japanese: "the customer reported that a red fm was found in the package before use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.